Event description:
It was reported that during patient use, a ventilator generated a pressure sensor error alert. The patient was transferred to another ventilator without any harm reported. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The covidien customer support engineer (cse) evaluated the device, and found that the pressure transducer connector was loose. It was retightened and the reported issue was resolved. No components were replaced, and no additional service/repair was required. The ventilator passed all tests, calibrations, and was operating within the manufacturing specifications.